Manufacturer narrative:
Block g2: medwatch# is mw5168253. Block h6: imdrf device code a15 captures the reportable event of clip did not detach from the catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used for post-polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip did not detach as expected. The physician attempted to deploy the clip multiple times, and the same problem occurred. The physician decided to cut the clip from the outside and withdraw the scope. Upon withdrawing the scope, the clip was pulled from its position. No patient complications were reported as a result of this event.